Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the 18mm locking screw did not lock in the second hole from distal. Surgeon tried two times but could not insert. The surgeon thought that 18 mm screw may have been long so the tip of the screw and cortical bone came into contact with each other and the 18 mm screw could not be locked. A shorter 16 mm screw was used instead of 18 mm screw, but the 16mm screw also could not be locked with the plate. Other screw hole was used instead of the unlocked screw. The plate is implanted. Only 18mm hole was obtained for the investigation.

Manufacturer narrative:
The reported incident that both locking screws, [t10, 3.5x16mm + 18mm] were alleged of issue (B)(4) [no locking effect] could not be confirmed. The reported distal lateral fibula plate was not received as it was still implanted. Thus, physical examination of the plate will be impossible and evaluation will be limited to the information provided, only. Review of the device history records revealed no discrepancies. The items reported were documented as faultless prior to distribution. A functional check of both screws with a sample plate revealed that the locking mechanism of the devices was given in full. The affected locking screws were tested with a sample plate for its locking possibility. The screws could be locked and unlocked without any issues. Therefore we are not able to comprehend the reported problem. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above facts the root cause was attributed to a user related issue. No non-conformity identified. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the 18mm locking screw did not lock in the second hole from distal. Surgeon tried two times but could not insert. The surgeon thought that 18 mm screw may have been long so the tip of the screw and cortical bone came into contact with each other and the 18 mm screw could not be locked. A shorter 16 mm screw was used instead of 18 mm screw, but the 16mm screw also could not be locked with the plate. Other screw hole was used instead of the unlocked screw. The plate is implanted. Only18mm hole was obtained for the investigation.